Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Two different plates (2 "x" plates and 2 "l" plates were used in this procedure. Please see 1032347-2008-0013 for the l plate report.

Event description:
Four plates and 24 screws were implanted on (B) (6) 2008 for sternal closure. On (B) (6) 2008, it was noticed the middle 1/3 of left hemisterna pulled off the costal cartilage and was still attached to the middle plates, the upper four screws and lower two screws all pulled out of the upper and lower sternal remnant on left side. Pt required a muscle flap closure on (B) (6) 2008. It was noted the pt's bone was osteoporotic and thin.